Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The initial accu tni result was 10.22ng/ml. The result was reported out of the lab and questioned by the dr. On the same day, the customer re-tested the pt original sample for accu tni. The accu tni result was 0.01ng/ml. The customer indicated that the pt sample was re-tested 2nd time and the accu tni result of 0.01ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample one more time and the accu tni result was 0.04ng/ml. The customer indicated that the pt was monitored, but no change in treatment was reported.